Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with peritoneal carcinomatosis was scheduled for placement of an inferior vena cava (ivc) filter preoperatively. The right common femoral vein was accessed and an inferior venacavogram identified the level of the renal veins. The filter was then deployed in the infrarenal ivc without incident. Post deployment imaging demonstrated the filter to be in excellent position. The patient tolerated the procedure well without complications. Approximately one year five months post filter deployment, the patient was scheduled for retrieval of the filter. Note was made of a prior upper gi series/small bowel which demonstrated significant tilting of the filter. The right internal jugular vein was accessed and a cavogram demonstrated a tilted filter with the apex as well as several of the limbs appearing to be completely covered by intimal hyperplasia. This intimal hyperplasia narrowed the lumen of the ivc by approximately 20%. Initial attempts to access the right side of the apex of the filter using multiple glidewires was unsuccessful. Therefore, the right common femoral vein was accessed and attempts to straighten the filter using multiple catheters and guidewires was unsuccessful as well. The decision was made to conclude the procedure and leave the filter in place. The patient tolerated the procedure well without complications. Final fluoroscopic views demonstrated no change in position of the filter. Approximately seven years eight months post filter deployment, the patient expired with cause of death listed as pulmonary emboli and stage iiic peritoneal cancer. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately two months post vena cava filter deployment that the filter was identified to be tilted. Approximately one year post filter deployment, during scheduled filter retrieval, the filter apex and several of the limbs were identified to be covered by intimal hyperplasia. Multiple attempts to retrieve the filter were unsuccessful and the decision was made to leave the filter in place as a permanent device. Approximately eight years post filter deployment, the patient expired with cause of death listed as pulmonary emboli and stage iiic peritoneal cancer.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with peritoneal carcinomatosis was scheduled for placement of an inferior vena cava (ivc) filter preoperatively. The right common femoral vein was accessed and an inferior venacavogram identified the level of the renal veins. The filter was then deployed in the infrarenal ivc without incident. Post deployment imaging demonstrated the filter to be in excellent position. The patient tolerated the procedure well without complications. Approximately one year five months post filter deployment, the patient was scheduled for retrieval of the filter. Note was made of a prior upper gi series/small bowel which demonstrated significant tilting of the filter. The right internal jugular vein was accessed and a cavogram demonstrated a tilted filter with the apex as well as several of the limbs appearing to be completely covered by intimal hyperplasia. This intimal hyperplasia narrowed the lumen of the ivc by approximately 20%. Initial attempts to access the right side of the apex of the filter using multiple glidewires was unsuccessful. Therefore, the right common femoral vein was accessed and attempts to straighten the filter using multiple catheters and guidewires was unsuccessful as well. The decision was made to conclude the procedure and leave the filter in place. The patient tolerated the procedure well without complications. Final fluoroscopic views demonstrated no change in position of the filter. Approximately seven years eight months post filter deployment, the patient expired with cause of death listed as pulmonary emboli and stage iiic peritoneal cancer. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one year five months post filter deployment, a cavogram demonstrated a tilted filter with the apex as well as several of the limbs appearing to be completely covered by intimal hyperplasia. Initial attempts to access the right side of the apex of the filter using multiple glidewires was unsuccessful. Therefore, the right common femoral vein was accessed and attempts to straighten the filter using multiple catheters and guidewires was unsuccessful as well. Approximately seven years eight months post filter deployment, the patient expired with cause of death listed as pulmonary emboli and stage iiic peritoneal cancer. Therefore, based on the provided medical records the investigation can be confirmed for a tilted filter and retrieval difficulties. It can also be confirmed that the patient had pe after filter implantation. However, the origin and the relationship to the filter is unknown at this time. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately two months post vena cava filter deployment that the filter was identified to be tilted. Approximately one year post filter deployment, during scheduled filter retrieval, the filter apex and several of the limbs were identified to be covered by intimal hyperplasia. Multiple attempts to retrieve the filter were unsuccessful and the decision was made to leave the filter in place as a permanent device. Approximately eight years post filter deployment, the patient expired with cause of death listed as pulmonary emboli and stage iiic peritoneal cancer.